Event description:
In 2003 the cd1700 generated a low hemoglobin (hgb) of 4.3 g/dl. The sample was repeated and the hgb was 14.4 g/dl. The results from both runs were given to the physician. There was no impact to patient management. Upon review of reagent levels the account found that the detergent reagent was low. Account primed reagents and received reagent empty error. Upon changing the detergent reagent no further low hgb values were seen.